Event description:
I am on the dexcom g6 and have been having a very bad reaction to they new adhesive they changed to. It started back at the end of january and has just gotten worse. You should be able to wear the dexcom for 10 days and I am having to take it off 4-5 days due to a bad rash/burn. It appears to be a chemical burn that takes weeks to heal. It has puss come through the adhesive and smells like a burn. I have tried all the options they say to try, skin barriers and tegaderm patches and it burns through the tegaderm. Before january I never had any issues with dexcom and then when this changed its every patch. I will attach pictures of what my skin looks like, you can see that it is only the dexcom outline on the last pictures as I had a tegaderm patch under it and it still burned through. I also attached a picture of the patch I used the skin barrier film by 3m and you can see the puss came through. FDA safety report ID #: (B)(4).